Manufacturer narrative:
In addition to the reportable issue found during evaluation: angulation in the up direction is out of standards due to wear of angle-wire the gap at the upward/downward control knob was out of standards due to wear of angle wire. Liquid leaks due to deformation of right/left control knob. Liquid leaks due to deformation of upward/downward control knob. Water cleaning function was not working due to deformation of nozzle. The condition of light guide-bundle was not good. The adhesive part of bending section cover was broken. There was crease at the connecting tube. Scope connector cover was polluted. There was corrosion at the control part due to leakage. Suction cylinder nut painting peel off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device angulation was not working softly. Upon inspection and testing of the customer returned device, residual foreign material fluid flows out from channel. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event was not able to be specified. However, a leak and water invasion were confirmed, so it is possible the foreign material exiting the channel occurred because watertight was lost on the device. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use: reprocessing manual: 1.4 precautions warns for insufficiently reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." IFU states clearly to dry device when storing as follows: "confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, lens and electrical contacts) are completely dry." Olympus will continue to monitor field performance for this device.